Event description:
In 2004, pt underwent saphenous vein replacement with implantation of vein graft. One day post-op, pt presented with slowed blood flow to foot. A false lumen was detected in the vein graft by way of doppler imaging. Pt underwent surgery to explant vein graft. Pt status is unknown.